Manufacturer narrative:
B3/d10: the events occurred during october and november 2025. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 8 to 10 units of clearlink system non dehp solution sets leaked at the luer connectors. The issue occurred after the line was connected to the non-baxter angio system, where leakage was observed from connector area #9 and the luer connector (#8), with fluid leaking from both the connection interface and the luer connector while the product was in use on a patient and operated with an infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.